Manufacturer narrative:
B3: unknown; no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a delaminated dso seal, scratched lens. No patient involvement.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Initial customer report indicates a problem with the dso (downstream occlusion) seal. During the visual inspection it was found that the dso seal was degraded. The complaint was confirmed during the visual inspection test. Root cause was that the dso seal was damaged. The dso seal was replaced with a new one. Pvt (performance verification testing) was performed. All tests passed within specifications. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.